Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 600 mg/dl. Cause was not known. A correction bolus was delivered to address the elevated bg.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. H3 other text : device not returned.